Event description:
The customer reported that when powering on, the device goes to a white screen and then locks up. There was no patient associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not completely power up. Physio replaced the system controller pcb assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.